Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to sick and high blood glucose on (B)(6) 2019 with blood glucose value of greater than 560 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting. The customer was treated with manual injection and intravenous drip. Customer declined to test insulin pump. Customer reported that the drive support cap appears to be normal. The insulin pump will not be returned for analysis.